Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead due to sinus tachycardia. The rv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.